Event description:
It was reported that pump displayed malfunction alarm with code 9 and no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with assistance, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.